Manufacturer narrative:
(B)(4). Conclusion: short and small diameter proximal neck.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular repair for another manufacturer¿s stent graft type I endoleak for the treatment of a 5.2 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck was inadequate (8mm long) to achieve seal with the other manufacturer¿s device (requires 13mm neck length). The aortic neck measured 18mm in diameter. This combined with low placement of the other manufacturer¿s stent graft lead to type I endoleak. It was reported that two endurant aortic cuffs were implanted for the treatment of another manufacturer¿s stent graft type I endoleak. The physician implanted a 28mm endurant cuff (due to size of existing stent graft), but placed cuff low. Second cuff was placed closer to renal. The cuff did not seal (most likely extreme oversizing and multiple existing suprarenal stents that may have prevented graft from achieving adequate vessel wall apposition. The two cuffs were implanted however the proximal type I endoleak was not resolved. The physician elected to convert the patient to an open surgical repair with a conventional graft. No clinical sequelae were reported and the patient is fine. Review of returned films pre-implant revealed that the proximal neck was short (8mm length) and small in diameter (17x18mm). The neck was also calcified. The max diameter aaa was 5.2cm. Images during implant showed that another mfg's bifurcate device was implanted, and the result was a proximal type I endoleak. The first endurant aortic cuff was implanted low in the neck (5-10mm below the renals), and the proximal type I did not resolve. Another endurant cuff was then implanted 5mm below the renals, and the endoleak persisted. The cause of the endoleak was likely due to the short and small diameter (off label) proximal neck. Interaction with another mfg¿s device may have also contributed. Primary cause of conversion: proximal type I at implant